Event description:
Information was received from a trial patient with a procedure date of (B)(6) 2016. It was reported that the patient¿s symptoms had been worse than before the trial started. The program was changed on (B)(6) 2016 but the patient woke up the following morning ¿not feeling very well,¿ like they had ¿taken a drug.¿ the patient couldn¿t think, shook all over, and had tingling legs. Therapy was shut off on (B)(6) 2016 and an appointment was set up for the following day.